Event description:
Some of the lcd segments of the display on station 1 were faded. When the rptr had the user rub his thumb over the display, the problem was resolved; therefore, the unit was not swapped out. No pt involvement.